Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient hit their head at the burr hole site and an infection spread throughout the system. Surgical intervention took place wherein the system was explanted. The patient was admitted to the hospital and placed on oral antibiotics.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.